Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose 595 mg/dl and low blood glucose 53 mg/dl. Blood glucose level were 67 mg/dl and 95 mg/dl. The customer did not report symptoms as a result of high blood glucose level. Customer was treated with orange juice for low blood glucose. Troubleshooting was declined by the high and low blood glucose. The device will not be returned for analysis.